Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws of the instrument had to be forced open, an investigation is in progress. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and the complaint regarding the jaws of the instrument having to be opened forcefully was not confirmed by failure analysis. Functional motion testing could not be performed because the sureform 45 stapler was not able to pass engagement when installed on an in-house system. Review of the logs did not show any fire, clamping, or unclamping errors. Manual input of the grip input disc exhibited proper motion. A new reload was able to be installed but the instrument was unable to be tested. The main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated. A review of the instrument logs show that this sureform 45 stapler was last used on 14-nov-2022 on system sk0713 with 11 uses remaining. The probable root cause of the instrument jaws having to be opened forcefully cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as the sureform 45 stapler functionality was unable to be tested due to the instrument not passing engagement tests when placed on an in-house system. A reload was successfully installed into the instrument. This complaint is considered as a reportable event due to the following conclusion: it was reported that the instrument's jaws failed to open, and had to be opened by force. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary surgical procedure that the jaws of the sureform 45 stapler were unable to be opened to remove the reload. After multiple attempts, the jaws were opened forcefully. The site used another stapler to complete the procedure. There were no reports of patient injury. On (B)(6) 2022, the robotics coordinator was contacted, and additional information was obtained about the complaint: it was confirmed that there was no tissue stuck between the jaws of the instrument.